Event description:
A biomedical engineer reported that during cataract surgery, there was no phaco power. There was a delay of approximately 15 minutes while the system and handpiece were exchanged. The surgery was completed, and there was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and the customer's handpiece and no problem was noted. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, additional steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).